Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the transmitter did not blinked when connected to the sensor even if fully charged. Customer's blood glucose at time of incident was unknown. Customer stated that he has thrown 2 sensors because it blinked but never started due to low isig. Customer found that the electrode was too short and the lot is the same for the 3 sensors. Customer will wait until new sensors are available.